Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, a new cartridge was loaded, and insulin delivery was resumed. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery. Customer's blood glucose ranged from 232-233 mg/dl.